Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open gastrectomy procedure, the device half fired. After removing the staples from the site, the surgeon used hand sewing to complete the procedure. The patient is stable but hospitalized.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event was entered in error. Please disregard the initial medwatch as it was submitted in error.